Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she had suffered a hypoglycemic episode during which her cgm/bg was 219/28 mg/dl. Pt states that she was using expired sensors. Pt lost consciousness and her husband tried to inject her with glucagon but was in a panic state and bent the injection needle. Pt's husband called paramedics. Pt was hospitalized for nine days. At the hospital, pt also suffered a heart attack and developed a case of pneumonia. At the time of her call to dexcom technical support, pt reported that her glucose levels were out of control, at times reaching the 600-700 mg/dl at night.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.